Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower device patient orders did not cross, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower device patient order did not cross, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter addr 1 and initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not crossing to one station. A technical support specialist (tss) remotely accessed the server and confirmed that both patients were admitted, but the station's sync status was outdated. After contacting the customer, who confirmed that no patients were showing and granted permission to access the station. The tss logged in using the cfnadmin account and reviewed the medication application debug and data sync debug, finding no errors. However, the station maintenance services were not running. The services were started, and the station was rebooted. The system functioned as intended after the technical support specialist troubleshot the device.